Manufacturer narrative:
The device was not returned for analysis as it remains implanted; therefore, a technical analysis could not be performed. Based on a thorough review of the reported complaint, boston scientific has assigned an investigation conclusion code of known inherent risk of device.

Event description:
It was reported a pericardial effusion occurred. A left atrial appendage closure (laac) procedure was being performed. A watchman fxd curve access system (was) and a watchman flx pro laa closure device & delivery system (wds) were selected for use. The wds was advanced, deployed, and successfully released in the laa. Post procedure and prior to discharge the physician noted a small pericardial effusion and vasospasm. There was no intervention required, but the patient was kept in the hospital for observation. The patient has since been discharged. There were no further complications. It was further reported there was no vasospasm noted.

Event description:
It was reported a pericardial effusion occurred. A left atrial appendage closure (laac) procedure was being performed. A watchman fxd curve access system (was) and a watchman flx pro laa closure device & delivery system (wds) were selected for use. The wds was advanced, deployed, and successfully released in the laa. Post procedure and prior to discharge the physician noted a small pericardial effusion and vasospasm. There was no intervention required, but the patient was kept in the hospital for observation. The patient has since been discharged. There were no further complications.

Event description:
It was reported a pericardial effusion occurred. A left atrial appendage closure (laac) procedure was being performed. A watchman fxd curve access system (was) and a watchman flx pro laa closure device & delivery system (wds) were selected for use. The wds was advanced, deployed, and successfully released in the laa. Post procedure and prior to discharge the physician noted a small pericardial effusion and vasospasm. There was no intervention required, but the patient was kept in the hospital for observation. The patient has since been discharged. There were no further complications. It was further reported there was no vasospasm noted.

Manufacturer narrative:
B5: describe event or problem. Updated with additional information received. H6: impact code removed.